Event description:
The pt was reportedly implanted with an unspecified surgisis es pelvic floor graft, on (B)(6) 2008 at (B)(6) hospital in (B)(6), to treat her stress urinary incontinence. The pt and her attorney allege that as a result of having this product implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Only generalized product name of surgisis es pelvic floor graft provided by complainant. Product expire date unk as lot number not provided by the complainant. Product manufacture date unk as lot number not provided by the complainant. Ec conclusions: likely caused by another device not manufactured at cook biotech incorporated. Investigation into this claim included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis es pelvic floor graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusions to this complaint, a f/u MDR will be filed.